Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the upper display hinges were worn and prevented the screen from being positioned. Analysis also found that the programmer's touch screen was out of specification, the bezel was broken and there was a deviation on the screen. It was also noted that the left keyboard hinge was broken, and the display cover and cable bay were damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during field service, it was found that the programmer's display hinge was loose. The programmer has been returned for service. There was no patient involvement.